Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (method and result codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary:no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Addendum added 30-june-2020. Following receipt of additional information, the investigation was re-opened. Review of the additional information identified no additional investigational inputs. No changes were required to the previous investigation conclusions. H10 additional narrative:  added: h6 (patient,device) and d11. No code available (3191) is used to capture device revision or replacement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient initiated complaint received, it was reported that in (B)(6) 2014 patient received a shoulder prosthesis while resident in (B)(6). After 3 months the operation had to be repeated when the prosthesis went out of joint, at which pont the +3 spacing was increase to be +9. Doi: (B)(6) 2014; dor: after 3 months; unknown affected side.